Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over three (3) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image was noisy due to defective video connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the video connector of the video processor had poor contact. The issue was found during reprocessing. There were no reports of patient harm associated with this event. The device was returned to an olympus service center for evaluation. During inspection and testing, it was found that the video cable connector was faulty, causing a noisy image. This report is being submitted for the malfunction found during the device evaluation. Osh g-qara 2023/11/23. Repair event: customer contact name/title is not provided because the requested data cannot be made available due to restrictions imposed by the ¿law of the people¿s republic of china on the protection of personal information¿. Patient's demographic information is not provided because the requested data cannot be made available due to restrictions imposed by the ¿law of the people¿s republic of china on the protection of personal information¿. No delay, injury or death reported to olympus patient was not under anesthesia. The customer reported: the video connector is of poor contact. The supporting device was cv-190. The facility finished the procedure with the same set of device. 2023/11/24 osh qa (B)(4) update: intake universal code: cvp5 unknown final universal code: cvp0103c pae.

Manufacturer narrative:
The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.